Event description:
Caller reported a minimum fill notification and attempted to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Caller initially encountered issues as the problem persisted despite reloading the same cartridge. Technical support instructed the caller to clean the pneumatic tap area and guided them in filling and loading a new cartridge using the correct technique. Loading a second cartridge resolved the issue, allowing the customer to successfully continue using the pump.